Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus that was too large. Customer blood glucose (bg) level was impacted (68 mg/dl). Customer reported being new to the pump and was working with health care provider to adjust personal settings. Customer drank juice and ate dextrose pills to treat low bg level.